Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08755 inches.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer treated through insulin pump. The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was over 500 mg/dl and the sensor glucose reading was 546 mg/dl that triggered the insulin pump to suspend insulin delivery for two hours. Customer declined troubleshooting. The sensor was not returned for analysis.